Event description:
It was reported that during the implant procedure, the helix of the lead would not extend when the physician attempted to implant the lead in the myocardium. After multiple unsuccessful attempts to extend the helix, the lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed; no anomalies were found. The analyst commented that the distal lv (low voltage) electrode of the lead was covered in blood and the helix was able to be extended and retracted within specifications. (B)(4).